Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on (B)(6) 2015. Obtryx ii implant was also implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: back pain; thi pain; pain inter; inab inter; diff bowel. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery under general anesthesia for the following purpose: colonoscopy altered before bowel habits.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.